Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing of the secondary set c61 broke after the cytotoxic drug was injected into the infusion bottle, while another secondary set c61 leaked cytotoxic solution during the preparation due to a crack in the tubing. The following information was provided by the initial reporter: "for the first secondary set c61, the tubing of the secondary set c61 broken after the cytotoxic drug was injected into the infusion bottle. For the second secondary set c61, during administration of the cytotoxic preparation, the nurse notice there's leakage of the cytotoxic solution from the tubing of the secondary set c61 and the tubing is cracked causes the leakage."

Manufacturer narrative:
Investigation: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint, picture was provided. CT scan was done on leaking sample which was segregated during production. After his scan additional tests were done on spike component and found concentricity of lower part of spike component which caused molding deficit on one side of component. CAPA# 891423 was initiated.

Event description:
It was reported that the tubing of the secondary set c61 broke after the cytotoxic drug was injected into the infusion bottle, while another secondary set c61 leaked cytotoxic solution during the preparation due to a crack in the tubing. The following information was provided by the initial reporter: "for the first secondary set c61, the tubing of the secondary set c61 broken after the cytotoxic drug was injected into the infusion bottle. For the second secondary set c61, during administration of the cytotoxic preparation, the nurse notice there's leakage of the cytotoxic solution from the tubing of the secondary set c61 and the tubing is cracked causes the leakage".